Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that since (B)(6) 2016 the customer has consistently been experiencing low blood glucose (bg) levels (50's mg/dl). Glucose tablets were consumed to address bg level. Customer stated the reason for the low bg levels is unknown. A recommendation was made for the customer to discuss bg levels with their healthcare provider. In addition, the customer was having difficulty charging the pump despite the attempt of multiple wall adapters. There was no impact to the customer's blood glucose level due to the battery issue. It was indicated that the customer would continue to use the pump until the replacement pump was received.

Manufacturer narrative:
Pump t:connect data was reviewed and showed low bg levels recorded on (B)(6) 2016. Bolus requests were made each day when user did not enter current bg level, still had insulin on board (iob), or override bolus size. There were no drastic basal rate adjustments. User utilized the extended bolus. User made bolus requests while still having insulin on board, not entering in current bg levels, and overriding bolus sizes. All of these factors individually and combined could lead to low bg levels. Pump logs do not provide any evidence to support a malfunction.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.